Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 07/14/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/26/2015 with the following findings:a review of the pump history and black box data revealed no evidence of a time/date reset issue. The pump correctly maintained the time/date settings after being powered off for 23 hours; the reported time/date reset issue was not duplicated. During the analysis, the pump operated according to the specifications.